Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized on (B)(6) 2025 for peritonitis. There were no reported allegations that this event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained in the hospital. However, the pd culture results are not available. The nurse stated that the patient was diagnosed with peritonitis and is being treated with antibiotic therapy (details are unknown). The patient remained hospitalized at the time follow-up was completed and therefore no further information about the hospitalization course was available. The nurse could not identify the exact cause of the peritonitis. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated that it was suspected the peritonitis was related to a patient breach in aseptic technique during the pd exchange.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with peritonitis. The event may have been caused by a patient breach in aseptic technique which is a well-documented source for peritonitis in pd patients.